Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient usually had many low flow alarms that were likely due to a combination of preload, afterload, and potentially cannula placement. An echocardiogram (echo) and a right heart catheterization (rhc) was performed. The pump speed was decreased to 5100 rotations per minute (rpm). The patient was feeling well and was doing well clinically. Log files revealed low flow events on (B)(6) 2022. With the speed decrease and blood pressure control the low flow alarms improved. The alarms resolve when the patient lays on their left side.

Event description:
It was noted that the patient underwent a right heart catheterization on (B)(6) 2022 where ramp was attempted for speed optimization, but it did not work as the patient was hypertensive. The patient's central venous pressure was considered too low and the plan was to stop eplerenone and start more aggressive hydration. An intravenous fluid bolus was given in the cath lab. The patient's sacubatril-valsarten was increased. The speed was kept at 5200 rpm until it was reevaluated and adjusted on (B)(6) 2022. Cannula malposition was not confirmed. The patient was seen in clinic on (B)(6) 2022 and was noted to look good however he was still a bit hypertensive (mean arterial pressure 100, no palpable pulse).

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed via the submitted log files; however, according to the account, the low flow alarms were due to a combination of preload pressures, afterload pressures, and possibly inflow cannula placement. The reported inflow cannula misalignment was reportedly not confirmed by the account. Of note, no images were submitted for review. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained data from 02aug2022. Intermittent low flow alarms were captured throughout the log file. Pulsatility index (pi) values were elevated during the observed low flow events. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11aug2021. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, document #10006136, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hypertension, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures" (under ¿preparing the ventricular apex site¿), provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 6 of the IFU, ¿patient care and management¿ (under ¿blood pressure measurement¿), states that adequate therapy for post-implantation hypertension should consistently maintain the mean arterial blood pressure below 90 mm hg. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.